Manufacturer narrative:
(B)(4). This lot was manufactured from september 30, 2014 ¿ october 03, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle floating inside of a small volume intermate. This was found after compounding with colistimethate and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.